Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose. Blood glucose value at the time of admission was 30 mg/dl; current value is 94 mg/dl. Customer stated that they attempted to bring the blood glucose level up with glucose tablets, orange juice and food, but was advised to go to the hospital by the doctor. It was stated that the drive support cap appears normal. Customer stated that another call was made to report that the insulin pump alarmed compromised force sensor system and it is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.